Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg) of 46 mg/dl. Reportedly, customer suspected that the basal settings were too high. Customer stated meeting with health care provider to adjust basal settings. Bg was treated by eating carbohydrates.